Event description:
A malfunction alarm with code malf 12 was reported by the customer, and it was noted that the malfunction had occurred at least three times before. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump under warranty and instructed the customer to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. The customer received instructions on how to put the pump into storage mode and was advised to return the problematic pump using a pre-paid label within ten days, which the customer understood and acknowledged.